Event description:
Patient suffered from metal toxicity secondary to left hip asr implant, with synovitis of the left hip. A revision was performed of the left total hip as well as a replacement of both the acetabular and femoral head component. A full synovectomy of the left hip joint was also performed for metallosis.